Event description:
Reportedly, during patient use, the alarm was silenced automatically. The down arrow button was also observed to be inactive. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
(B)(4).